Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mps reported that the robot was aggressively shaking and the saw was stuttering during the tibial cut and the last two cuts. Mps used mako park. The surgeon was trying to stabilize the arm which triggered an error. Mps mentioned that it has occurred in more than one case on different days. Preformed transmission check j5 failed for numbers being too high, inspected cables noticed the cable was breaking. Replaced both j5 cables according to propagated and tightened j5 performed all test preformed pre-surgery checks. Rio passed all required testing. Rio is cleared for clinical use.

Manufacturer narrative:
An event regarding unintended movement involving a mako robotic arm was reported. The event was confirmed. Method & results: -product evaluation and results: the field service engineer reported: problem reproduced: yes troubleshooting notes: mps used mako park. The surgeon was trying to stabilize the arm which triggered an error. Mps mentioned that it has occurred in more than one case on different days. Work performed: preformed transmission check j5 failed for numbers being to high, inspected cables noticed the cable was breaking. Replaced both j5 cables propagated and tightened j5 performed all test pre surgery checks. Rio passed all required testing. Rio is cleared for clinical use work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob1876 was inspected and the quality inspection procedures were completed with no reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.